Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) confirmed the unit failed the ventricular pulse noise test. However, the high measurement on the automated test console was found to be due to noise from the automated test console combined with the device noise. Although it was confirmed that the unit failed the ventricular pulse noise test, the ventricular pulse noise level measured was within device specifications. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that there was ventricular pace pulse noise and the main printed circuit board (pcb) was out of specification. It was also indicated that the battery drawer would not open when pressing the eject button. It was also indicated that the main seal was bulging at the battery drawer, lower case was warped, hanger was broken, and window was scratched. The egp was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. There was no patient involvement.